Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using hand switch. A philips field service engineer (fse) went onsite and identified that wired footswitch connector screws broken into connector at table base, replaced footswitch and connector. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by using hand switch, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that during a procedure the wired footswitch stopped working, unable to perform exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.